Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a perforation the right ventricular position of the heart wall, lead was explanted and replaced, remains in service. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection observed cut through outer insulation, severed outer coil, and cut through inner insulation ~15 cm from terminal end, likely explant damage. Resistance testing found the lead was not electrically continuous. Perforation was not confirmed by lab analysis.

Event description:
It was reported that this patient experienced a perforation the right ventricular position of the heart wall, lead was explanted and replaced, remains in service. No additional adverse patient effects.